Manufacturer narrative:
As no sample was received by manufacturing for evaluation, the condition of the product could not be verified. The final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this is the third dull knife complaint received against the reported lot number. Because no sample was returned and the device history record (DHR) review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the seventh of eight reports from this facility. (B)(4).

Event description:
A nurse reported that a knife was noted to be dull during surgery. An alternate knife was obtained in order to continue and complete the procedure. There was no impact to the patient.